Manufacturer narrative:
Method: device history review; complaint history review.results: the customer event of the fracture of a xia 4.5 titanium rod rotation forcep was confirmed via visual inspection. This type of failure was investigated in CAPA per-8 and the root cause of the fracture was due to the presence of a void in the main body arm. The void weakened the instrument at that location and caused the device to fracture under load. CAPA (B)(4) updated the design of the instrument to eliminate the presence of the void.conclusion: the root cause of the fracture is likely due to the design and manufacturing of the instrument.

Event description:
It was reported during small xia surgery, although the surgeon tried to hold the rod using the rod forceps, the surgeon could not hold the rod. When the surgeon adjusted the rod forceps several times, the handle of the rod forceps broke. Therefore the surgeon has held rod using another device.

Event description:
It was reported during small xia surgery, although the surgeon tried to hold the rod using the rod forceps, the surgeon could not hold the rod. When the surgeon adjusted the rod forceps several times, the handle of the rod forceps broke. Therefore the surgeon has held rod using another device.